Event description:
Procedure type: hemorrhoid. According to the reporter: during the operation, the surgeon encountered problem with the device, as the anvil got disconnected from the device. The surgeon managed to reconnect the anvil. The rear part of the stapling did not hold. There was blood loss and resulting in a transfusion.

Manufacturer narrative:
(B) (4). (B) (4).